Event description:
Customer was hospitalized due to a diabetes-related issue while using the insulin pump and related supplies. Blood glucose level dropped to 53 mg/dl, resulting in a seizure. Cause was unknown. While in the hospital, customer consumed carbohydrates and received IV fluids of saline, which resolved the issue. There was no permanent damage identified, and the customer was released from the hospital on (B)(6) 2025.